Manufacturer narrative:
Upon follow up, it was reported that the cause of peritonitis was due to the patient's cat. It was reported that the patient was hospitalized for four days and was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient was discharged however, patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.